Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the pump performed the ezprime operation without difficulty. The units remaining were correctly calculated. There were no alarms related to the complaint in the alarm history. A review of the total daily dose showed that the pump was delivering accurately and correctly reflected the user programmed rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found.

Event description:
The patient reported that on (B)(6) 2011, he experienced blood glucose (bg) over 700 mg/dl and was admitted to the hospital. He stated that he first went to the emergency room (ER), where the pump was removed. He stated that he was then admitted to the intensive care unit on an insulin drip and was discharged on (B)(6) 2011 on insulin injections. The patient did not report any signs or symptoms of hyperglycemia, and did not report what his bg was at the time of release from the hospital. Customer support (cs) reviewed the pump with the patient and found that all settings and histories were correct. A review of the pump's prime history showed that the patient completed an infusion set change on (B)(6) 2011. The patient reported that his bg began to rise after the site change. He stated that he gave a correction via the pump, but did not change the set. The user guide instructs the patient to change the site/set after two consecutive unexplained elevated bgs. The patient stated that he was unsure if the cannula was bent or not when the set was removed in the ER. Troubleshooting did not indicate a pump malfunction; cs determined that the elevated bg may have been due to an infusion set issue. This complaint is being reported because the patient alleged that the pump contributed to the reported hyperglycemic event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.